Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the circumflex artery (cx). The lesion was predilated with a 3.0 x 9 mm maverick balloon. After predilatation the physician successfully deployed a taxus express2 3.5 x 16 mm drug eluting stent. The physician then attempted to cross the implanted stent with a taxus express2 2.5 x 20 mm drug eluting stent. However, the taxus stent was unable to cross the implanted stent. Consequently, the stent was never deployed. Upon removal of the undeployed taxus stent from the patient's body, stent damage was noticed. The physician then used a taxus express2 3.5 x 12 mm drug eluting stent, however, again was unable to cross the implanted stent. As the physician removed the undeployed stent it became entangle with the implanted taxus stent. The physician successfully removed both taxus stents from the patient's body and noticed both stents struts were lifted. The procedure was successfully completed with a 3.0 x 12 mm and 3.5 x 20 mm stents. It is noted the kind of stent is unknown. No patient complications or injuries were reported. Patient stauts is reported as "fine." Same as MFR # 6000089-2006-00042, -00045.